Event description:
It was reported that during a lobectomy due to carcinoma with copd and pacemaker. Gets rivaroxaban (anticoagulant), which was stopped early. Due to a high tendency to bleed during dissection, the patient was given intraoperatively intraoperative tranexamic acid (antifibrinolytic) IV. Postoperatively, the patient began to fistula. Re-surgery became necessary. The staple seam on the parenchyma was open. Postoperative bleeding treated by hand suture. Patient is still in the intensive care unit and has developed a pulmonological infection. Ech45c did not show any abnormalities in the triggering process intraoperatively. Was there any reported patient or user harm? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? No . Did the patient/user require extended hospitalization as a result of the event? No. What is the patient's/user's status/outcome following the event? Unknown- see event description. Was there a significant delay? Unknown.

Manufacturer narrative:
(B)(4). Date sent 3/26/2026. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? What color reloads were used and what was the sequence of the firings? How was the fistula diagnosed prior to reoperation? Please provide a timeline of events. All information has been translated during intake. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Through increased chest tube output, a drop in hemoglobin levels, and hemodynamic instability. In the pacu, catecholamine support with norepinephrine had to be increased. How many days postoperative was the bleeding identified? Approximately 4 hours postoperatively. What was the total estimated blood loss (ml)? Approximately 1500 ml. Was a transfusion required? No intraoperative transfusion was required. How was the bleeding addressed? The patient underwent surgical re-exploration. Intraoperatively, the staple line of the lower lobe was found to be partially dehiscent, with tearing of the lung parenchyma. This resulted in profuse bleeding and a pulmonary fistula. Hemostasis was achieved intraoperatively. What was the pre and postoperative anti-coagulant and pain management protocol? The patient was not taking any anticoagulants preoperatively. As the bleeding was clearly surgical in origin, no anticoagulation reversal was required. Standard postoperative analgesia was administered according to institutional protocol. Was the bleeding intraluminal or extraluminal? The bleeding was extraluminal, originating from the lung parenchyma. A bleeding parenchymal vein was identified, coagulated, and sutured. Any clips, clamps, or graspers near the area where the device was being fired? At the site of the lung tear, a dehiscence of the stapler line was identified, which led to tearing of the lung parenchyma, bleeding, and fistula formation. How was the fistula diagnosed prior to reoperation? ¿ please provide a timeline of events. The fistula was identified via the chest drainage system (medela pump). The bleeding could be quantified via the drainage canister, and the air leak was detected through the pneumothorax and the airflow measurements displayed by the medela system.